Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. A field service engineer (fse) confirmed that the remote manager door had been intermittently failing during access, so the fse reseated and tightened the wiring harness connections and applied the conductive grease on the contacts. Then tested the remote manager door using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge door was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.